Event description:
The customer reported that the insulin pump suspended with a sensor glucose reading of 65 mg/dl and a blood glucose reading of 221 mg/dl. Customer was assisted with proper sensor usage technique. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.